Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited low pacing impedance at multiple sites. The lead was not used and a new lead was implanted. No patient symptoms were reported.